Event description:
It was reported patient's ipg lost communication with external devices following an unrelated procedure. Next course of action is underdetermined.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.